Event description:
(B)(6) year old underwent a novasure global endometrial ablation meeting all accepted criteria for the procedure. The device passed the pressurized cavity test. At the time of post-procedure hysteroscope, a 3-4mm defect was discovered in the uterine fundus. No obvious bowel perforation or burn was seen at that time. Later in that same day, the pt presented to the emergency room with severe abdominal pain. She then underwent a diagnostic laparoscopic revealing a small bowel perforation due to thermal injury and 2 additional full thickness burns. Small bowel resection of 2 areas and repair of a third area was performed. The pt recovered well after the laparoscopy. Decreasing uterine bleeding.